Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that apparently the movement was within specs per manufacturer representative (rep) and doctor. Don¿t remember it moving that much. No steps were required to address he pain and implant movement. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported that it's been a couple of weeks since they were having some leg pain issues, and this past monday of (B)(6), they feel like the implant was moving around. Pt said when they touch the implant, it would slide from left to right, up and down. Pt noted that for a little over a month now, they have been having physical therapy, a cervical neck therapy, and they had plates put in their neck. Agent reviewed information about activities requiring excessive twisting or stretching. Agent redirected pt to the manufacturer representative (rep) and hcp to further address the issue. Pt mentioned they have a doctor's appointment next wednesday and they will contact their rep today.